Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2009) is considered to be a best estimate. This MDR represents the perfix plug (device 2). Additional supplemental emdr's were submitted to represent the perfix plug (device 1), perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2009 - patient was diagnosed with recurrent left inguinal hernia, right inguinal hernia thereby underwent open repair with implant of perfix plug (right - device 1 and left - device 2). Per op notes, "in the right side, a perfix plug (device 1) was placed and sutured. In the left side, a perfix plug (device 2) was placed and sutured." (B)(6) 2013 - patient was diagnosed with recurrent bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (right - device 3 and left - device 4). Per op notes, "in the right recurrent defect, a perfix plug (device 3) was placed and sutured. In the left recurrent defect, a perfix plug (device 4) was placed and sutured." (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia, umbilical hernia thereby underwent laparoscopic right inguinal hernia repair and open umbilical hernia repair with explant of mesh (device 1 and 3). Per op notes, "in the right side, adhesions were taken down and the mesh (device 1 and 3) was removed. A synthetic mesh was placed and tacked. The umbilical fascial defect was repaired using sutures."